Manufacturer narrative:
Photographs of the armboard accessories evidence splintering/cracking near the pivot/clamp area of the armboards. This area allows for the armboards to attach to the surgical table arm rail and allows for pivoting or rotation to the desired angle. The anesthesia armboard operating instructions contain the following warning, "warning - safeguard patient: cracked or splintered surfaces may cause injury. Inspect all surfaces and hardware of armboard prior to use. Damaged armboard must be replaced. Read and understand all instructions prior to using the anesthesia armboard. Do not use equipment if worn, damaged, or pieces are missing." Additionally the label on each armboards states, "check accessory for damage or wear prior to each use." The armboards subject of the reported event were removed from service. Steris has provided the user facility with replacement armboards and discussed the proper use of the armboard accessory with the surgical table with the user facility.

Event description:
The user facility reported damage to their armboard accessories and concern over potential injuries to staff. No report of injury or procedural delay or cancellation.